Event description:
The patient could not adjust their stimulation. A "call your doctor" icon and a warning screen appeared on their patient programmer. A power-on-reset condition was also reported. Additional information was requested.

Manufacturer narrative:
(B)(4).